Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. The pump history was reviewed and no alarm was found. A cartridge change was performed resolving the issue. Customer's blood glucose level was 160 mg/dl.